Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular lead. An x-ray was performed, and it was noted that the lead was fractured. The lead was capped and replaced. There were no complications during the procedure and the patient tolerated it well.